Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring prolonged hospitalization during ablation of right ventricular outflow tract (rvot), pvc was conducted and the blood pressure of patient dropped. This occurred 2 hours since the catheter was used, during rvot ablation. Effusion was confirmed by extracorporeal echo. The procedure was stopped, and patient was transferred to treatment. Additional information received indicated the patient was followed up in the critical care unit (ccu) for about 3 days and then discharged. The physician commented that there was an impression that the catheter was caught when it was raised to the rvot probably causing the tamponade on the anterior wall side. Since contact force (cf) was displayed without any problem, there was no causal relationship between this event and the product. There is no further information about the intervention that was performed for the cardiac tamponade.

Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring prolonged hospitalization during ablation of right ventricular outflow tract (rvot), pvc was conducted and the blood pressure of patient dropped. This occurred 2 hours since the catheter was used, during rvot ablation. Effusion was confirmed by extracorporeal echo. The procedure was stopped, and patient was transferred to treatment. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the device. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 14-feb-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 16-feb-2022, biosense webster inc received additional information about the patient and the event. It was reported the patient was a male. The medical intervention provided was drainage. The patient¿s outcome from the adverse event was reported as fully recovered. This adverse event was discovered during use of biosense webster products; during the ablation phase. The physician¿s opinion on the cause of this adverse event is that it was procedure related. A smartablate generator was used in this procedure. Prior to noting the effusion ablation was already performed. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure. It was also clarified that the doctors believe that catheter ¿stacks¿ contributed to the cardiac tamponade. The word ¿stacks¿ is being interpreted as the word stuck. Manufacturer's ref. # (B)(4).